Event description:
Reportedly, a home (hp) was diagnosed with peritonitis following a system error 2240 alarm incident that was the result of a user error. The hp contacted baxter's technical services center (tsc) regarding a system error 2240 alarm that appeared on the display of the hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis therapy. Per the initial report, hp started the initial drain cycle prior to having the transfer set connected to the pt line of the homechoice set. After noting this, hp connected to the setup and rec'd the system error 2240 alarm. Per hp's nurse (rn), hp was diagnosed with peritonitis shortly following the reported system error 2240 alarm incident; however, no further info has been made available by the rn at this time.